Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 28. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 28. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and fistula. No further patient complications were reported.